Event description:
A hospital in (B)(6) reported via our distributor that the swivel wye of an rt125 infant bias flow breathing circuit was cracked.this was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt125 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed a crack in the swivel wye and scuff marks on the rim of the connector. The circuit was pressure tested and revealed that it was within specification, with regard to leak. A lot check revealed no other complaints for lot 140409. Conclusion: we were unable to determine definitively the root cause of the cracking; however, based on the visual inspection, the rt125 breathing circuit appears to be physically damaged. All rt125 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Also the swivel assembly is pressure and flow tested as part of the infant breathing circuit at the production line before it leaves the factory. Any breathing circuit which fails any of these tests is discarded.